Manufacturer narrative:
B1: added product problem. B5: added clinical review. H6: added a0709.

Event description:
Additional information received on 19may2026 during rounding it was noted that placement signal was greater than 30 points lower than aortic line. Possible sensor issue. Team aware of always titrate to hemodynamics. No issues with patient. An impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During the night shift, episodic ventricular tachycardia (vt) storming was reported. The patient had a history of ventricular tachycardia and was on lidocaine and amiodarone. The episodes were self-limiting and no shocks were required. The physician was asked if imaging had been performed to ensure the impella was not causing any of the ventricular tachycardia, but declined to obtain an echocardiogram. The patient remained on support. Ventricular tachycardia may have been related to the patient's underlying cardiac condition and history of ventricular arrhythmias.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During the night shift, episodic ventricular tachycardia (vt) storming was reported. The patient had a history of ventricular tachycardia and was on lidocaine and amiodarone. The episodes were self-limiting and no shocks were required. The physician was asked if imaging had been performed to ensure the impella was not causing any of the ventricular tachycardia but declined to obtain an echocardiogram. The patient remained on support. Ventricular tachycardia may have been related to the patient's underlying cardiac condition and history of ventricular arrhythmias.

Manufacturer narrative:
B2: is death and date of death added. B5: additional event description added. D6b: explantation day, month and year added. H6: health effect - impact code added.

Event description:
Additional information was provided reported some episodic vt storming, is on lidocaine and amiodarone. Episodes reported to be self limiting and no shocks required. They declined to get an echo to see if there was any implication of the impella. Bedside rn reports 1 unit prbc overnight. No overt signs of bleeding. No implication of impella. Patient expired after withdrawing care. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined.